Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states both the left and right wheellocks will not stay tightened.